Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-13999mf, fastpass scorpion, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the device had discoloration and fading on the laser marks. Functional testing was performed and found that there was resistance when firing and returning the needle. The device also frayed the sutures upon passing them through. The most likely cause is attributed to wear and tear due to repeated use of the device.

Event description:
On 06/11/2024, it was reported by a sales representative via sems-(B)(4) that an ar-13999mf fastpass scorpion was experiencing an issue when squeezing the handle the needles were grinding excessively. This occurred during a case, where they replaced it with another scorpion hand instrument to complete the case. Additional information was provided on 06/14/2024, where the sales representative stated that this event occurred during a rotator cuff tendon repair the needle used was an ar-13999hdn. The case was completed using a new scorpion and a new hd needle.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.